Event description:
Customer reports exacerbated pre-existing asthma, coughing more, wheezing and chest congestion. Md seen received 2 new prescriptions, spiriva and breo inhaler .post discontinued use of the soclean, the customer continues to experience symptoms. The customer states her md has expressed that her disease process is potentially advancing. The customer does treat her asthma daily with other medications.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.